Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and vibrator motor assemblies found corroded. Unable to verify a21 error test due to blank display. The insulin pump has cracked case at the display window corners and minor scratched lcd window and case.

Event description:
Customer reported via phone, the insulin pump alarmed unexpected restart and was unable to clear it. Customer went to sleep and the following morning the device wouldn't turn on and had high blood glucose of 400 mg/dl. Troubleshooting was performed and since alarm was reoccurring during normal use. Customer was advised the device need to be replaced, but he may continue to use the device until the replacement device arrived. Customer reverted to back up plan and agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.